Event description:
Pt developed some recurrent neck pain in january 1999. Her family physician obtained cervical spine x-rays which revealed a fracture cervical plate. Pt was admitted for removal of fractured cervical plate with solid fusion of c5-6. Fracture plate was confirmed, no esophageal perforation of damage from the fracture plate. The plate was removed, the 5c-6 fusion was carefully explored. The solid fusion was confirmed with good bone growth going between c5-6 with good bone continuity between c5-6. With good bone solid fusion was felt to have been achieved. Plate and screws had been placed at another facility.